Manufacturer narrative:
Investigation ¿ evaluation: a review of the documentation, instructions for use (IFU), manufacturing instructions, and quality control of the complaint device was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, the root cause was determined to be a manufacturing process problem. Measures are being conducted to address this failure mode. The quality engineering risk assessment for this failure mode was reviewed and it was determined that risk mitigation activities are being investigated. The appropriate personnel will be notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
Device name: multipurpose drainage catheter. Rpn: ult8.5-38-25-p-6s-clm-rh. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the hub of a multipurpose drainage catheter separated from the drain portion of the device. Unspecified additional medical intervention was required to correct the product malfunction. Additional information was requested from but not provided by the customer; no further information is available. No device is available for return and evaluation.